Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No product was returned for investigation. The drill lot number was not provided and so it was not possible to conduct a complaint search against the lot or check the manufacturing details. It was also not possible to determine the age of the product. Without the product returned or further product information, no further investigation can take place. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement: (B)(6) hospital, (B)(6) 2019. The pinnacle drill bit 25 mm snapped during drilling for a screw hole in a pinnacle cup (thr). Spare bit on hand and therefore no surgical delay. No adverse patient outcome ¿ a small snapped piece of drill bit was retained in the shaft coupling and therefore accounted for and also discarded. Surgery completed successfully as planned. No further information is available with regards to this report.